Event description:
On (B)(6) 2012, the patient's dialysis treatment started approximately 06:06. At approximately 06:21, the patient stated she "felt stupid and felt like she was going to be sick." When staff went to get an emesis basin, the patient became unresponsive and started having facial jerking and upper extremity tremors. The staff turned off the ultra filtration and administered 400 cc normal saline. After approximately 1 minute, the patient became responsive and had a small greenish-yellow emesis. The patient's blood sugar check was 167, her blood pressure was 178/108 and her pulse was 98. Treatment was completed without further incident. Patient was discharged home.

Manufacturer narrative:
This report is being submitted as part of a system as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the 1925 pages of medical records information it appears that on (B)(6) 2012, the patient had an unresponsive episode during her dialysis treatment. This event lasted approximately 1 minute. After nursing intervention, the patient eventually became responsive and treatment was completed without further incident. The patient was discharged home. There is no documentation in the medical record that shows a causal relationship between the patient's dialysis treatment or products and this episode of unresponsiveness. It should be noted that this patient had missed her dialysis treatment on (B)(6) 2013. A supplemental report will be submitted upon completion of the plant's investigation.